Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed that the core wire was severed at approximately 7mm from the distal tip and the coil was stretched along the length of approximately 3 to 30mm from the distal tip. It was confirmed that the stretched coil was connected to the distal tip. Measurement of the total length of the core revealed that no portion of the core is missing. It is presumed that the fracture occurred due to the wire tangled across the stent strut since no abnormality can be confirmed from the records. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the bypass was straight and of great caliber. The stent was proximal n the bypass. The procedure was completed with another samurai guidewire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. During a venous bypass, the tip of a samurai wire became entangled in the struts of a previously implanted stent and detached. The detached tip was recovered with a snare. The patient passed the procedure well and no patient complications were reported.